Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that in situ testing showed 9 channels with high impedance and that the patient might have suffered a bang on the right side of the head.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary.

Event description:
The patient has had a sudden increase in the number of unavailable channels on the left sided implant. The patient is bilaterally implanted. There is a possibility that the patient has had several impacts to the head. The parents do not report a change in responsiveness up to 3 months ago when the patient did not respond as well with the left side. Explantation is planned for (B)(6) 2016.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
The patient has had a sudden increase in the number of unavailable channels on the left sided implant. The patient is bilaterally implanted. There is a possibility that the patient has had several impacts to the head. The parents do not report a change in responsiveness up to 3 months ago when the patient did not respond as well with the left side. The patient was explanted of the device with re-implantation planned to occur at a later point in time.